Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarms were noted. However, the insulin pump was received with a slightly loose drive support disk. The insulin pump was received with a cracked reservoir tube, cracked battery tube threads, and minor scratches on the display window.

Event description:
Customer states he received a motor error alarm. Customer's glucose was 177 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.